Event description:
The customer reported to olympus that the camera head image noise had appeared. The issue was found during an unknown therapeutic procedure, which was completed without specifying the device used. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: noise due to cable failure (image not visible) and a scope communication error e226 (image not visible). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. The device evaluation also found a crack near the video connector contact. The corrosion was found on the charged coupled device (ccd), and the switch had scratches. The UDI label was unable to be read. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: e226 error code was displayed, and noise occurred due to a communication failure caused by the faulty cable (such as an internal wire breakage). The event can be prevented by following the instructions for use which state: do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.